Event description:
A 22 gauge catheter inserted and it partially broke. The complete catheter was removed.

Manufacturer narrative:
The samples were received in 2008, and are currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 27 october 2008.